Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced syncope and presented to the emergency department. The threshold on the right ventricular (rv) lead had increased and was high and there was a drop in impedance. A dislodgement was suspected, however, under fluoro the lead was still in the rv. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.